Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the transmitter stopped. No additional event or patient information is available. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data. The transmitter was returned for evaluation. An external visual inspection was performed and passed. A voltage test was performed and passed. A nordic bluetooth test and functional test were performed and passed. A share log review was performed and a failure due to transmitter being used longer than 90 days was observed. Confirmation of the complaint was confirmed. The probable cause could not be determined.